Event description:
The user facility reported that after five passes with the veran ins-0382 endobronchial needle (always-on tip tracked 19ga anso histology needle, 15mm l, 1.8mm od), the 19ga needle (subject device) would not retract back into its sheath after retrieving the sample. An ins-0352 (always-on tip tracked brush, 15mm l, 1.8mm od) was opened to proceed with the case. There was a minor procedure delay of 1-2 minutes due to the reported issue. The procedure was completed with no reported impact on the patient or the procedure. Additional details have been requested regarding the reported event, including patient and procedure information.

Manufacturer narrative:
The subject device is not returning to veran for further evaluation, as the needle was discarded by the hospital.

Manufacturer narrative:
This report is being supplemented to provide the results of the investigation of the reported issue, and to provide information that was not included in the initial report. The device was discarded by the hospital; therefore, there could not be an investigation of the specific failure mode. The risk summary describes the risk associated with a device that is kinked or unable to retract. The cause of this failure mode is typically from damage to the pull wire caused by torquing or pushing the device too much during operation. In this case, the failure occurred after removing the sample from the needle, which indicates the needle was not exposed within the patient. As the device was not returned for evaluation, a definitive root cause could not be determined.